Event description:
Synthes reamer head for ria broke apart during use in the operating room. Reamer head broke off 4 pieces during surgical case. One was found in the patients femur canal on x-ray after removal of femoral nail and use of the reamer. Two pieces in the reamer shaft following suctioning, and one piece was found on the sterile table upon completion of the case. FDA safety report ID# (B)(4).